Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and, after changing the infusion site and tubing and resuming delivery per guidance, remained elevated and elected to disconnect for a period and administer subcutaneous insulin via pen; glucose subsequently trended down. Symptoms included hyperglycemia with reported anxiety and distress. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings, insufficient information regarding any device component involvement, and no established medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.